Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the balloon catheter, 2af283 with lot 14747, were returned and analyzed. The data files confirmed the reported 50005 system notice indicating ¿leak detection¿, and the reported 50006 system notice indicating ¿blood detection¿ it was noted that the data files also showed two system notices unrelated to the reported issue. Visual inspection of the balloon catheter showed blood inside the catheter balloons. The shaft was kinked at 1.18 and 1.33 inches proximal from the distal end of the shaft on one side, and 1.2 and 1.37 inches proximal from the distal end of the shaft on the other side. Both the distal and proximal balloon bonding outside diameters were within specifications. The catheter failed the performance test due to error 50005 (leak detection) upon connection when the active vacuum was enabled. The pressure test showed outer balloon breach and dissection of the catheter revealed the inner balloon was ruptured. Further dissection did not show signs of a lifted thermocouple (tc) or leak detection wire. In conclusion, the reported 50005 and 50006 system notices were confirmed through testing and through data analysis. The catheter, 2af283 with lot 14747, failed the performance test due to system notice 50005 due to inner balloon rupture and outer balloon breach.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure two system notices were displayed indicating the safety system detected fluid in the catheter and stopped the injection and the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was also reported to be visible in the catheter and coaxial umbilical cable connector. The catheter was replaced but the procedure was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.